Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient previously receiving dilaudid (5 mg/ml at 1.1894 mg/day) and currently receiving dilaudid (5 mg/ml at 1.209 mg/day) via an implanted pump. The patient's medical history included a couple of strokes one time approximately 10 years ago after which he an issue with his memory. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6) 2016 it was reported that the patient had been having a problem with his pump and he hadn't gotten an answer yet. Per the patient, "they didn't know". Beginning this year (2016), the patient started having issues after refills where changes were made. One time he felt like he was overmedicated which was after the pump refill that he thought was on (B)(6) 2016 and it lasted a day or two. It happened about a week after the refill so he thought maybe (B)(6) 2016. He felt dull headed and sluggish. He called the clinic that day and it cleared up after a couple more days and then he was okay. Two or three days before (B)(6) 2016 the patient woke up and felt like he was hurting pretty bad and laid in bed. Then when he got up the morning of (B)(6) 2016 he was hurting and after he sat up he felt depressed. This was about a week after the pump was refilled. The patient stated "he felt the change, but it didn't resolve all of his pain". Per the patient, "it felt stronger and he was out of it". It was only one day, but the patient was concerned. They raised it again about a week or two ago. When asked if he was at a therapeutic dose, the patient responded that he went in and got it adjusted. On (B)(6) 2016 it was hurting more after the refill and adjustment and it felt like it didn't do anything; he was still hurting; and now he had to watch what he did. The patient was getting relief, but not what he expected. The next pump refill was on (B)(6) 2016. The patient stated that if they would have told him how the pump worked, he wouldn't have called in. Per the patient, "the pump saved his life". The situation was being addressed by the patient's healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.